Event description:
A hermetic lumbar catheter, closed tip (ns-5010); the catheter tip was reported to have broke off. The unit was in contact with the patient, with no report of injury. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.